Event description:
Blisters at the treatment sites; swelling at the treatment sites; knots in treatment area. Report received from a physician in 2004 regarding a pt, with no known allergies, no history of autoimmune disase, and who was taking 10 mg qd of fluoxetine (indication not proovided). The pt received injections of hylaform to the right side of their lower and upper lips in 2004. At the same time pt was treated with restylane in the left side of their lower and upper lips. Five weeks later, the pt developed sore, tiny, clustered, bruise colored blisters and swelling just under the skin surface on the right side of their lower lip, then on the right side of their upper lip. The physician prescribed methylprednisolone to treat the symptoms. The blisters resolved within 24 hours, but the pt still has knots in that area. The side of their lips treated with restylane remained asymptomatic. At the time of the report, the pt had not yet recovered from the knots under the skin. Qa investigation results: production and quality control documentation for lot #r04101 were reviewed. The investigation showed that the product met specs at release and no associated non-conformances were noted.